Manufacturer narrative:
(B)(4). The customer reported to have replaced the battery and all tests passed.

Event description:
It was reported that, the battery on a 980 ventilator was not charging. The ventilator was not in use on a patient at the time the event occurred.